Event description:
It was reported that the patient was not refilling once they squeezed the inflatable penile prosthesis pump (ipp). The ipp pump goes flat and stays flat and could be inflated by pressing the deflate button. Should additional relevant details become available, a supplemental report will be submitted.